Event description:
Six months after cypher implantation, the patient returned to the hospital with restenosis. In 2007, the patient 2 cyphers implanted in the proximal left circumflex (prox cfx). The vessel was de novo. Other lesion characteristics are unk. The lesion length and vessel diameter are also unknown. The 1st cypher (2.5/18mm) was implanted in the prox cfx and the 2nd cypher was implanted proximal to the 1st cypher, overlapping it. Details of procedure are unk. In six months later, the pt was admitted to the hosp with chest pain. Cag was conducted and restenosis was observed focally in the overlapping portion of the two stents. To treat the restenosis, a taxus (3.0/16 mm) was implanted in the cypher.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2007-01961. Additional information will be submitted within 30 days of receipt.